Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 11/04/2009 and placed into service on 2/06/2010 with battery pack serial number (B)(6). Review of the log file shows the AED functioning as designed. Customer stated that the previous connected battery pack was expired, and pads were also expired. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED battery pack was depleted. They reported that this did not occur during patient use.